Manufacturer narrative:
Failure analysis: inspected 1 opened/used sensor and performed visual and found sensor cannula twisted. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer states the sensor had inaccurate readings. The customer¿s blood glucose was 87 and 253 mg/dl and the sensor glucose was 74 and 186 mg/dl. The customer was treated with drinking some juice. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.